Event description:
Event description cpi received information that five days after this endotak down-sized lead (0125) had dislocated, and the physician went back in invasively to reposition the lead. It remains implanted and active.